Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) deleted the patient information for one bed tile. The patient vitals disappeared from the tile. Once the ip address was reassigned to the sector in service mode, the patient's waveform returned. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor, model: csm-1901a, sn: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient information and vitals disappeared from the bed tile at the central nurse's station (cns). Once the ip address was reassigned to the sector in service mode, the patient's waveforms returned. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer had provided logs for analysis but could not provide the necessary information needed to analyze the logs such as the time of the event and concomitant device information. An investigation could not take place. Due to the age of the complaint, information is unlikely to be obtained. No further issues were reported for this event. A serial number review of the reported device does not reveal additional related complaints. A similar complaint was reported for a different cns at the same time of this event. In both events, the caller did not experience the issue firsthand. By the time the caller was able to go on site, the original reporter of the issue had already left as a shift change had taken place. One possible cause is that the patient was being moved while connected via wlan transport and the cns may have been rebooted. The patient would need to be re-admitted to the cns in order to continue monitoring. The caller reported that this was not the case to the best of his knowledge, but this information could not be verified. In other similar complaint from different customers, a reboot was able to resolve the issue of cns deleting patient information. The operator's manual for the cns states that the cns should be rebooted every 90 days to prevent instability of the system from extended run times. A complaint history review of the customer's account does not reveal trends for similar complaints. The two events surrounding this issue are likely to be isolated incidents. The following fields contains no information (ni), as an attempt to obtain information was made, but not provided. Attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: csm-1901a sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the patient information and vitals disappeared from the bed tile at the central nurse's station (cns). No patient harm was reported.